Manufacturer narrative:
Additional information h11:the device was received for evaluation. During functional testing, the customer reported issue of ¿over infused 3x¿ was reproduced. The device was tested for flow rate accuracy, with delivery rate of 40 (ml/hr) with a vtbi (volume to be infused) of 40 (ml) and 20 (ml), deliver 8.4% and 8.545% out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The pressure plate requires set up calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused (three times) during volumetric testing in the biomed service department. There was no patient involvement. No additional information is available.